Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). A small crack is observed on the anterior surface near the edge of the optic rings of the lens. Light scratches are observed on the lens. Power and resolution testing was performed. The lens was confirmed to be a company diopter lens. Due to damage to the lens, broken haptic and damage to the optic, we are unable to test the resolution. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported events cannot be determined. The explanted lens was returned and evaluated. Lens damage was observed. Power and resolution testing was attempted. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. There are no other complaint reported with this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced an unfavorable outcome. Due to the unfavorable outcome, the iol was exchanged for a different manufacturer¿s iol, in a secondary procedure. The patient¿s prognosis is good. Additional information has been requested. Additional information has been requested.